Manufacturer narrative:
The returned cable was evaluated. During this testing the cable failed continuity testing due to an open on the green conductor along the length of the cable. When connected to a radical-7 a "sensor off patient" error message was displayed. A service history record review reveals that this lot was in the field for over one (1) year. No confirmed failures related to this reported event were indicated. (B)(6).

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported sensor's led on, readings for couple of seconds then goes off. No patient impact or consequences reported.